Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set: 1, meter-inr: 2.8, lab-inr; 4.2*, set: 2, meter-inr: 3.4, lab-inr: 5.4**; set: 3, meter-inr: 4.4, lab-inr: 8.6***. *performed within 30-40 minutes apart. ** performed 2 days after set-1 (tests). ***performed 19 days before set-1 (tests). This is considered an adverse event because pt was hospitalized.

Manufacturer narrative:
Root cause analysis: customer obtained value of 4.4 with meter and 8.6 with lab, was hospitalized that day. These values were not evaluated for accuracy due to misuse: per ts, pt was taking heparin in may. Certain prescription drugs (e.g., heparin) can affect action of oral anticoagulants and the inr value. Pt had heart valve surgery; target range is 3.0-4.0. Doctor has been trying to stabilize pt's coumadin since 05/18. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, meter-inr: 2.8, lab-inr: 4.2, mean: 3.5, confidence-limits: 2.0-5.0 in, set: 2, meter-inr: 3.4, lab-inr: 5.4, mean: 4.4, confidence-limits: 2.5-6.5 in. Tests were performed within 30-40 minutes of each other. Set 1 performed the following month, and set 2 on two days prior. The means of the inratio meter and comparative system inr's were calculated. The inr values for both sets are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.